Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to unlocked connector at the lcd board. The excessive no delivery test could not be performed due to the keypad anomaly. The device was also received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and the esc button would not respond. The blood glucose at the time of the incident was 149 mg/dl. The customer did not recall any significant events leading to the keypad issue. The device was returned for analysis.